Event description:
Employee reports that while attempting to flatten the seat of a bariatric wheelchair, her hand was "sucked" into the side as the seat snapped into place. Employee states that when she pulled her hand out from the side of the chair, the tip of her right ring finger was dangling from a piece of flesh.